Event description:
The customer reported an issue with their device displaying a low blood glucose level. A specific value was not available, but it was indicated as "low." The customer consumed carbohydrates to address the low blood glucose level. Technical support assisted the customer in updating the carbohydrate ratio settings and advised them to consult with their healthcare provider whenever settings are updated.